Manufacturer narrative:
Manufacturing review:a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately thirteen years and eight months post deployment, a computed tomography of abdomen and pelvis was performed. A total of 6 prongs have perforated through inferior vena cava and maximum distance prongs perforated through inferior vena cava was 4.07 mm. Also, a prong has perforated the duodenum. The coronal images showed 5.63-degree tilt right to left and the sagittal images showed 0.20-degree tilt anterior posterior. Around one month later, the patient¿s computed tomographic images showed that the inferior vena cava filter was possibly punctured the bowel. Therefore investigation is confirmed for perforation of the ivc. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.